Event description:
A customer reported that during a procedure, there was no signal to the main foot pedal due to a broken pin in the cable. The case was completed using an alternate cable following a delay. There was no harm to the patient. Add'l info has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).